Event description:
The customer reported that the system had poor image quality with distorted images on both monitors. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The camera connection was repaired during the service call. The system was tested and found to be working as intended and put back into service.